Event description:
It was reported the patient did not have stimulation, and was unable to communicate with external devices. The sjm representative met with the patient and confirmed the issue. It was reported the patient had not charged the ipg for some time due to a recent natural disaster.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.